Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms there is no cement adhered to it. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis was completed with the following results: scratches on the superior articulating surface of the genesis ii tibial baseplate were likely to have been caused during extraction. No cement was found on the inferior surface, and the lack of cement fixation was supported by signs of burnishing on the inferior surface and the stem. Surface roughness measurements were taken at three locations on the inferior surface of the baseplate, and were within specification. Cement was then applied to a local region of the inferior surface through a tube and was left to cure for 24 hours. The cement appeared well adhered, and could not be removed through the application of force by hand. The exact cause of failure of the component could not be determined as a result of this inspection. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision was performed due to subsidence of the tibia base.